Manufacturer narrative:
The device was returned and evaluated. Alleged incident could not be duplicated.

Event description:
Alleges the buttons are sticking and the unit threw user out of the chair and onto the coffee table.

Manufacturer narrative:
The device has not been made available for evaluation. Should the device become available, or further information be provided, a follow-up report will then be issued.

Event description:
Alleges the buttons are sticking and the unit threw user out of the chair and onto the coffee table.